Event description:
It was reported to philips that the system's suite computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined system remotely and confirmed that the system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the suite pc was not booting up. To resolve the issue, fse replaced the defective suite pc with a new unit, reloaded the application software, performed the required configuration updates, and loaded a new license and calibrated the system. The defective part was sent for analysis, for suit pc failure was observed and the failed component was found to be faulty power supply unit (psu), also rust was observed on the chassis and outer cover. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.